Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell and the touch screen became shattered and unreadable. The customer experienced a low blood glucose (bg) of 44 mg/dl. Reportedly, the customer was unsure of the cause of low bg; however, suspected it was due to exerting more energy than normal. The customer consumed carbohydrates to address the low bg and reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issues were verified. Duplication testing was performed and no failure was identified related to the reported low blood glucose issue.